Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed ". The patient's past medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, pregnancy, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, drug allergy, diarrhea, carcinoma in situ of cervix, endometriosis of uterus and leiomyoma. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2012, the patient experienced depression ("depression") and the first episode of anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In july 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the last episode of anxiety, menstrual disorder, migraine, dizziness, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, headache, dysmenorrhoea, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, mental anguish, headaches, dysmenorrhea (cramping), weight gain, abdominal pain, device monitoring procedure not performed were added. Reporter, patient information, lot number, concomitant drug, historical and concomitant condition were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, gravida, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, allergic reaction to analgesics, diarrhea, carcinoma in situ of cervix, endometriosis of uterus, subserous leiomyoma of uterus, generalized anxiety disorder and muscle pain. Concomitant products included lorazepam (lorazepan) since (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced depression ("depression") and the first episode of anxiety ("mental anguish/ anxiety"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and toothache ("dental problems dental pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced the second episode of anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, ablation, dilation and curettage and hysteroscopy, d+c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the last episode of anxiety, menstrual disorder, migraine, dizziness, urinary tract infection, depression, headache, dysmenorrhoea, weight increased, abdominal pain and toothache outcome was unknown. The reporter considered abdominal pain, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, toothache, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Current weight 192 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: new pfs received- outcome of event abnormal bleeding updated from unknown to recovered/resolved.ablation was ticked for the event menorrhagia.concomitant drugs and conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed ". The patient's past medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, gravida, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, allergic reaction to analgesics, diarrhea, carcinoma in situ of cervix, endometriosis of uterus and subserous leiomyoma of uterus. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("depression") and the first episode of anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the last episode of anxiety, menstrual disorder, migraine, dizziness, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, headache, dysmenorrhoea, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, gravida, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, allergic reaction to analgesics, diarrhea, carcinoma in situ of cervix, endometriosis of uterus, subserous leiomyoma of uterus, generalized anxiety disorder and muscle pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced depression ("depression") and anguish ("mental anguish/ anxiety"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and toothache ("dental problems dental pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with lorazepam (lorazepan), paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy, bilateral salpingectomy, ablation, dilation and curettage and hysteroscopy, d+c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the anxiety, menstrual disorder, migraine, dizziness, depression, anguish, headache, dysmenorrhoea, weight increased, abdominal pain and toothache outcome was unknown. The reporter considered abdominal pain, anguish, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, toothache, urinary tract infection, vaginal haemorrhage, weight increased and anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Current weight 192 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, gravida, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, allergic reaction to analgesics, diarrhea, carcinoma in situ of cervix, endometriosis of uterus and subserous leiomyoma of uterus. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and toothache ("dental problems dental pain"). On (B)(6) 2016, the patient experienced depression ("depression") and the first episode of anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, ablation, dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the last episode of anxiety, menstrual disorder, migraine, dizziness, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, headache, dysmenorrhoea, weight increased, abdominal pain and toothache outcome was unknown. The reporter considered abdominal pain, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, toothache, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received: event dental pain added. Event onset date were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, gravida, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, allergic reaction to analgesics, diarrhea, carcinoma in situ of cervix, endometriosis of uterus, subserous leiomyoma of uterus, generalized anxiety disorder and muscle pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced depression ("depression") and anguish ("mental anguish/ anxiety"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and toothache ("dental problems dental pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with lorazepam (lorazepan), paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy, bilateral salpingectomy, ablation, dilation and curettage and hysteroscopy, d+c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the anxiety, menstrual disorder, migraine, dizziness, depression, anguish, headache, dysmenorrhoea, weight increased, abdominal pain and toothache outcome was unknown. The reporter considered abdominal pain, anguish, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, toothache, urinary tract infection, vaginal haemorrhage, weight increased and anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Current weight 192 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included chest pain, epigastric pain, right upper quadrant pain, miscarriage, weakness, lightheadedness, threatened abortion, gravida, peripheral vertigo, unspecified, syncope, upper respiratory infection, wrist sprain, endometrial ablation, tonsillectomy and nicotine dependence. Concurrent conditions included acute sinusitis, ligament sprain, vomiting, nausea, flank pain, lumbar pain, hematuria, asthma, unspecified, cervical intraepithelial neoplasia iii, polyp, anemia, attention deficit/hyperactivity disorder, allergic reaction to analgesics, diarrhea, carcinoma in situ of cervix, endometriosis of uterus, subserous leiomyoma of uterus, generalized anxiety disorder and muscle pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced depression ("depression") and anguish ("mental anguish/ anxiety"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and toothache ("dental problems dental pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxiety"), menstrual disorder ("menstruation issues") and dizziness ("dizziness"). The patient was treated with lorazepam (lorazepam), paracetamol (acetaminophen), paracetamol (tylenol) and surgery (hysterectomy, bilateral salpingectomy, ablation, dilation and curettage and hysteroscopy, d+c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the anxiety, menstrual disorder, migraine, dizziness, depression, anguish, headache, dysmenorrhoea, weight increased, abdominal pain and toothache outcome was unknown. The reporter considered abdominal pain, anguish, depression, dizziness, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, toothache, urinary tract infection, vaginal haemorrhage, weight increased and anxiety to be related to essure. The reporter commented: insertion details: approximately 4 coils were visualized. I then turned my attention to the patient's right ostia. I then removed the essure catheter. I then carefully inserted the second essure catheter and the exact same procedure was performed. At the conclusion of this procedure, approximately 5 coils were visualized. Current weight 192 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, abdominal pain, vaginal bleeding, dysmenorrhea, pelvic pain, migraine, headache, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for bleeding, uti and pain were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), menstrual disorder ("menstruation issues"), migraine ("migraines") and dizziness ("dizziness"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain, anxiety, menstrual disorder, migraine and dizziness outcome was unknown. The reporter considered anxiety, dizziness, menstrual disorder, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.